Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Small screw in mouth after brushing [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that she found a small screw in her mouth after brushing her teeth with an oral-b brushhead, version unknown, used with an oral-b rechargeable toothbrush, version unknown. No symptoms developed. On (B)(6) 2016 received follow-up email from consumer: the consumer reported that the oral-b precision clean brushhead came from a pack of 4. No further information was provided.